Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, occlusion and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of cellulitis, edema and ischemia: "contra-indications: ¿ do not inject juvéderm® voluma®xc into blood vessels (intravascular). Precautions for use: ¿ as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc in the malar area for medial cheek and as well as juvéderm ultra¿ xc in the upper lip, oral commissures and right nasolabial fold. Three days later in the evening, the patient developed swelling and complained of an "apparent occlusion" in the nasolabial folds. The patient was admitted to the hospital and diagnosed with cellulitis. Patient was treated with intravenous antibiotics. After the patient was discharged from the hospital, additional treatment with IV antibiotics were given at the injecting clinic and symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00581. This medwatch is being submitted for the second suspect product, juvéderm® voluma® xc.

Manufacturer narrative:
Medwatch sent to FDA on 8/19/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma xc in the malar area for medial cheek and as well as juvéderm ultra xc in the upper lip, oral commissures and right nasolabial fold. Three days later in the evening, the patient developed swelling and complained of an "apparent occlusion" in the nasolabial folds. The patient was admitted to the hospital and diagnosed with cellulitis. Patient was treated with intravenous antibiotics. After the patient was discharged from the hospital, additional treatment with IV antibiotics were given at the injecting clinic and symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00581. This medwatch is being submitted for the second suspect product, juvéderm voluma xc.